Manufacturer narrative:
(B)(4). Batch # u5ck9p. Additional information was requested and the following was obtained: "did the device deliver any staples? Not into tissue, described as ¿crunch when fired, staples dropped out of stapler, unformed. If yes, were the staples formed properly? If yes, was the staple line complete? Tissue was not transected, staples dropped out but did not form in tissue. Did the device cut? No, it did not cut. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? None described. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?" Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth was found broken. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure the ats45 device was described as "not working correctly." No further details. Case was completed with like device with no patient consequences.